Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had coring. The following information was provided by the initial reporter: material no: 515003 batch no: unknown. It was reported that the phaseal device was coring the cetuximab vial stopper. Event description per bd global complaint form states, "my technicians are telling me they are having a real hard time with cetuximab and coring. They have tried both types of vial adaptors, but have experienced it with both. The solution is very difficult to filter as it is very thick."

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had coring. The following information was provided by the initial reporter: material no: 515003 batch no: unknown. It was reported that the phaseal device was coring the cetuximab vial stopper. Event description per bd global complaint form states, "my technicians are telling me they are having a real hard time with cetuximab and coring. They have tried both types of vial adaptors, but have experienced it with both. The solution is very difficult to filter as it is very thick."

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. Aa device history review was performed for reported lot 1811110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing was reviewed for the reported lot, results found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.